Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided indicated that sometimes the patient experiences bleeding at the exit site due to a pull of the driveline. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of an vad pump. There was no evidence that the patient had a history of bleeding events. Possible factors that may have led to this event include, but are not limited, to a pull event of the driveline exit site, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and/or the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of patient feedback indicated the ¿sometimes the ((ventricular assist device (vad) driveline)) exit site bleeds a little because of a pull.¿ the vad remains in use. No further patient complications have been reported as a result of this event.